Manufacturer narrative:
The surgeon reported that the patient had preexisting conditions, synechiae, and thought that the iris had swollen as a result of this condition after the malyugin ring had been inserted. There was no further impact to the patient and the procedure was completed as planned.

Event description:
The doctor reported that upon removal of the malyugin ring the left scroll was tight and damaged the iris. Patient was reported to be doing fine post-op.